Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high and low blood glucose (bg) levels (value not provided); cause was not known. Customer declined to provide further information and declined to troubleshoot with tandem technical support.